Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump had a partial display. The blood glucose value was 100 mg/dl. The product will return for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. No missing segments, partial display or gray display noted. (B)(4).